Manufacturer narrative:
Reported event: an event regarding incorrect selection involving a uhr head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a uhr head with 28mm inner diameter was implanted with a 26mm metal head. The issue was noticed by the distributer post-operatively, and the patient was revised. The event could not be confirmed as the primary implant sheet was not provided for review. It is the responsibility of the surgical staff to verify the size of the implants used. The cause of the event is likely user error. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
After bha, distributer checked the size and found a uhr with 28mm inner diameter was used on 26mm head. Sales rep was not present. Update 04-mar-2022: patient was revised on (B)(6) 2021.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After bha, distributer checked the size and found a uhr with 28mm inner diameter was used on 26mm head. Sales rep was not present.